Event description:
As reported by the user facility: air bubble in line, flushed as per pump instrucions. IV line removed from pump. Air bubble sensor cleaned with alcohol still unseccessful causes delay in treatment. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number was provided for evaluation; however, b. Braun has initiated a voluntary medical device correction 2523676-9/26/23-004-c for multiple batches of infusomat® pump sets manufactured between 01 january 2022 - 17 august 2023. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.